Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 454 mg/dl. The customer had long acting insulin and reported that health care provider would be contacted for short acting insulin (manual injections) for management of bg levels.